Event description:
Unomedical reference number : (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient's infusion set's tubing came apart at the tubing connector while the patient was working on his friend's boat. The site location was patient's abdomen, and the pump was on the left side of his belt. Moreover, the infusion set had been in use since (B)(6) 2022. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 350 mg/dl. No further information available.

Event description:
On (B)(6) 2023 IV: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (2 set) showed that the click-legs had defects (the click-legs of tubing connector are closed), and in test of static pull detached from the base- connector. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing came apart at the tubing connector while the patient was working on his friend's boat. The site location was patient's abdomen, and the pump was on the left side of his belt. Moreover, the infusion set had been in use since (B)(6) 2022. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 350 mg/dl. No further information available.